Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the ins was opened but not used and not implanted because there may have been an issue with the ins. The incorrect serial number of the ins was printed and an ID card was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient came in for a primary cell to primary cell replacement. Pre-operative impedances were all within normal range. Left channel of the new primary cell was reading all high impedances on the clinician tablet at 36k and above. The only impedance measurement that was within normal range during intra-operative was monopolar c & 0 at 790. The surgeon removed the left extension from the front/left port, wiped it, and reinserted the extension. Intraoperative impedance measurement was taken which yielded all high impedances on all monopolar configurations and bipolar pairs except for c &0 at 790. Right side impedances remained within normal range. This process was repeated 3 times with similar results. No environmental/external/patient factors were identified that may have led or contributed to the issue. The implantable neurostimulator (ins) was not implanted and another ins was implanted. The issue was resolved at the time of the report. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the neurostimulator-serial number (B)(4) found that the ins was functionally ok with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.